Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as surgical impact opening (shell thickness within specification). Additional observations: observed, stress masks assessed, as non penetrating nick. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, right side rupture. Via ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture via ultrasound. Device has been explanted and replaced with a non-allergan device.